Event description:
It was reported the patient experienced ineffective therapy. X-ray confirmed lead migration. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced lead migration was reported to abbott. X-ray confirmed lead migration. As a result, the lead was explanted and replaced to address the issue. Therapy was restored. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.